Manufacturer narrative:
Concomitant medical product: biotronik lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the left ventricular (lv) lead exhibited high thresholds and was noted to have moved back. The physician attempted to revise the lead, but it would not stay in the branch. The lead was removed. No patient complications have been reported as a result of this event.